Manufacturer narrative:
Received 1 used wound drain and the silicone evacuator with the drainage tubing still attached only. The drain tube section measured: 8.719¿ and suture was found to be 1¿ from the tube end. The flat drain section measured: 6.469¿. During the visual evaluation it was noted that the round drain tubing was disconnected from the white flat drain, the disconnection occurred on the junction of white flat drain to the round drain tubing (inside the white drain), it was noted that the round drain tubing had a mark of the molding process, no damages or other manufacturing defects were observed on the returned sample. Per the dimensional evaluation, the drain was cut to take measurements with electronic measurement vision system as follows: external diameter in x = 0.1964¿ (per specification under dwg760975 is 0.193¿±0.006¿). External diameter in y = 0.1953¿ (per specification under dwg760975 is 0.193¿±0.006¿). Average xy= 0.1958¿. Wall thickness = 0.0406¿ (per specification under dwg760975 is 0.039¿ ±0.005¿). The clear tube dimensions were found to be within specifications. The complaint is confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following "precautions to avoid the possibility of drain damage or breakage: additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while the provider was removing a bandage that secured the jp drain, the clear portion of the drain detached from the float (white portion), leaving the actual drain portion inside of the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while the provider was removing a bandage that secured the jp drain, the clear portion of the drain detached from the float (white portion), leaving the actual drain portion inside of the patient.

Manufacturer narrative:
Received 1 used wound drain and the silicone evacuator with the drainage tubing still attached only. The drain tube section measured: 8.719¿ and suture was found to be 1¿ from the tube end. The flat drain section measured: 6.469¿. During the visual evaluation it was noted that the round drain tubing was disconnected from the white flat drain, the disconnection occurred on the junction of white flat drain to the round drain tubing (inside the white drain), it was noted that the round drain tubing had a mark of the molding process, no damages or other manufacturing defects were observed on the returned sample. Per the dimensional evaluation, the drain was cut to take measurements with electronic measurement vision system as follows: external diameter in x = 0.1964¿ (per specification under (B)(4) is 0.193¿±0.006¿). External diameter in y = 0.1953¿ (per specification under (B)(4) is 0.193¿±0.006¿). Average xy= 0.1958¿. Wall thickness = 0.0406¿ (per specification under (B)(4) is 0.039¿ ±0.005¿). The clear tube dimensions were found to be within specifications. The complaint is confirmed as manufacturing related. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following "precautions to avoid the possibility of drain damage or breakage: additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: surgical removal may be necessary if drain is difficult to remove or breaks." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while the provider was removing a bandage that secured the jp drain, the clear portion of the drain detached from the float (white portion), leaving the actual drain portion inside of the patient.